Event description:
Cryoablation catheter would take an excessive amount of time to reach temperature. Replaced with a new catheter that had no problems. Defective one given to inventory control to be picked up by biomed.what was the original intended procedure?ep study and ablation.